Event description:
A pt reported experiencing hypoglycemia due to "high inaccurate" results while using a one touch ultra meter. Pt has had diabetes mellitus for 30 years and uses insulin to control blood glucose. Pt started using the ot meter on a particular day in 2001 when pt noticed that the ot meter was displaying "very high results". Pt tested at various times that day and initially decided not to take insulin in spite of the "high results". Around 10:00pm, pt had a blood glucose reading of "22mmol/l" on ot meter and decided to take insulin. The next day, pt had the ot meter checked at the pharmacy and again "high results" were displayed on the ot meter. A few days later, pt was taken to the hospital after the patient experienced confusion and started speaking funny. Pt was placed under observation at the hospital for hypoglycemia and discharged home later on the same day. After discharge from the hospital, pt contacted lifescan to complain about the ot meter. During the contact, a lifescan representative discovered that the ot meter was set to read blood glucose in mg/dl units. Apparently the pt has been misinterpreting the ot meter results to be in mmol/l units. The ot meter owner's booklet clearly describes meter setup, including test result unit setup. The ft meter owner's booklet also clearly describes the difference between mg/dl and mmol/l units' modes. Blood glucose results in mmol/l are displayed with a decimal point and "mmol/l" character on the ft meter display. Pt denies changing the ot meter setup. There has been no allegation of harm made.